Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel previously released / damaged cable) was confirmed. As received, the cable connecting the rear therapy electrodes and distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the gel previously released event is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'gel previously released' events without prior 'gel release' events and that one of the cables on the electrode belt was damaged.